Manufacturer narrative:
(B)(4).

Event description:
It was reported that amateur reanimation was performed on the patient. The patient was hypoxic and had suspected brain damage. After several seizures the patient expired. The physician suspected the patient had electromechanical dissociation. Review of stored episodes revealed vf episodes with small amplitudes on both ventricular sense amp and discrimination channel. The first shock seems to be effective and return to sinus. Shortly after the return to sinus the arrhythmia starts again. In the last episode, after the last shock the rhythm was ap-bp. The signals were undersensed on the discrimination channel, which was used as a diagnostic channel and did not impact the delivery of appropriate therapy. The device sensed appropriately and delivered therapy accordingly. All instances on device egms show therapy was delivered and converted the arrhythmia for a short time before the patient returned into an arrhythmia on their own. The patient later received externally defibrillation. It is unknown if the death is related to the device or not. No further information is available.